Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been more than 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely due to stress of repeated use, external factors or handling of the device, the image sensor unit was damaged such as disconnection or a part mounted on the electrical circuit board such as integrated circuit chips and capacitors was broken, which may have resulted in the subject event. However, a conclusive root cause could not be determined. The device's instruction manual provides the following warnings which may help to detect/prevent the issue: ¿chapter 3 preparation and inspection section 3.8 inspection of the endoscopic system inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. (See figure 3.23) 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.¿. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the endoeye flex deflectable videoscope had no image. There was no report of patient harm, procedural delay, or injury.

Manufacturer narrative:
Additional details have been requested regarding the reported event. At this time, no additional information has been provided. The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed due to damage on the charged couple device. Also, evaluation found the following: due to wear of angle wire the bending angle in up direction did not meet the standard value, bending tube was damaged and deformed, due to damage on control section the angulation lever did not move smoothly, video connector was deformed, venting connector of the light guide connector was loose, adhesive on the bending section cover had a chip, and the bending section cover had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.